Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s weight at the time of the event was unavailable. They noted that no surgical intervention was required as the battery was successfully recovered from overdischarge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative on (B)(4) 2017 reported that there was difficulty recharging. The caller had performed 2 physician manual reset (pmr) sessions for 60 minutes each without communication to attempt to bring the device out of its previously reported overdischarge. Prior actions done before the call were 5 unsuccessful pmr attempts made in (B)(4) 2017. There were no implantable neurostimulator (ins) pocket issues. It was reported that the ins was superficial. Per the caller, the patient indicated that they had been overdischarged for approximately 2 years. The caller was going to try a known good recharger (insr) or check the patient¿s insr with another ins and they were going to speak with a doctor about ins damage. There were no reported symptoms. Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that they were able to pull the patient out of overdischarge after 3 pmr attempts. Before leaving the office, the patient had connectivity with the insr a nd they made sure it was working properly. The patient contacted the caller later in the day and reported that they charged for 8 hours with 8 coupling boxes and could not get past ¼ charge. It was noted that the patient had been in overdischarge for 3 years. The caller reviewed that they will be considering simply replacing the ins. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, the manufacturing representative reported information regarding a patient with an implanted neurostimulator for spinal pain. They stated the patient¿s device was alleged to be in overdischarge. The patient was sent home to perform the physician mode resets (pmr). No patient symptoms were reported. It was noted that the issue occurred about a year and a half ago. Then on (B)(6) 2016, additional information was received from the rep stating that the patient did not want to sit for the trickle charge so they went home to do it. The rep told them that they would meet with them the day after to clear the power-on-reset (por). The patient had not updated the rep to whether they completed it. On (B)(6) 2017 more information was received from the manufacturer representative. It was reported the patient was seeking an ins replacement. The latest report occurred on (B)(6) 2017, where information was received from the manufacturing representative reporting that the patient¿s battery had not been charged for likely two years. It was reported that they did trickle charge six times and were never able to pull the battery out of overdischarge. It was also reported that the patient did not want to attempt the charge in the office. The patient is not yet scheduled for a replacement. Additional information was received from the rep stating that the patient did not want to sit for the trickle charge so they went home to do it. The rep told them that they would meet with them the day after to clear the power on reset (por). The patient had not updated the rep to whether they completed it. Additional information was received from the manufacturer representative. It was reported the patient was seeking an ins replacement. Additional information was received reporting that the patient¿s battery had not been charged for likely two years. It was reported that they did trickle charge six times and were never able to pull the battery out of overdischarge. It was also reported that the patient did not want to attempt the charge in the office. The patient is not yet scheduled for a replacement.